Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the fse found that the ground prong on the line cord was missing on both pumps. According to the fse, this failure did not affect the operation of the pump. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue replaced the line cord assembly. In addition. The fse replaced the 9v alarm battery as needed as per the scheduled 2 year pm interval. The fse completed the pm with full calibration. The unit passed all safety and functional tests per the factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
Corrected fields:(initial reporter, event site telephone(B)(6), a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the ac power cord reel and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Getinge field service engineer (fse) found that the ground prong on the line cord was missing on both pumps. Replaced line cord assembly. Complete checkout and checklist has been performed.

Event description:
N/a.